Event description:
The reported feedback suggests that there was a leakage at joint of line.

Manufacturer narrative:
The customer's report of leakage was confirmed. Visual inspection identified perforation at the upper pump segment component. Functional testing performed by priming with water; leakage at site of perforation confirmed. The root cause of the customer's report could not be confirmed.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there was a leakage at joint of line. Leakage occurred prior to patient use. No user harm reported.